Manufacturer narrative:
The insulin pump unit had constant motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform self-test, a-21 error test, displacement test, operating currents, rewind, basic occlusion test, occlusion test, prime/a33 test, off no power test and excessive no delivery test due to motor error alarm. It was unable to confirm a35 alarm due to motor error alarm. No blank display noted. Unit received with cracked reservoir tube lip, minor scratched display window, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose was 102 mg/dl at the time of incident. Troubleshooting was done. The customer stated that the display returned after troubleshooting. The customer stated that the insulin pump alarmed motion sensor test failure. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.